Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had an issue with 2 infusion sets. The first one didn't stick at all. They were able to apply another one, 45 minutes later it fell off. There was no patient injury.